Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. (B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during testing for an initial surgery, it was discovered that the oscillating saw attachment device came apart after attaching the device to the small battery drive device. The reporter stated that, the event occurred before the device was given to the surgeon. It was reported that the entire attachment device started spinning around in circles. The device was then checked to ensure that it was properly attached and then tested again. However, the issue persisted. The user attempted to remove the attachment device from the small battery drive device and the attachment device came apart with one end left on the small battery drive device and the other end off, with three cogs and two metal rings falling out. It was further clarified that after attaching the attachment device to the small battery drive device, the nurse checked the attachment device by pressing the drill trigger. At that point, the attachment device "exploded" over the scrub nurse's table. According to the reporter, the saw device was not in contact with the patient or the operative site at time of the event. It was further reported that no fragments fell into the patient; it was only the scrub table that was affected. It was reported that there was no x-ray required. According to the nurse, sterility was compromised, but easily rectified. It was reported that the patient sterility was not compromised. There was a five minute delay to the surgical procedure. Spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.